Event description:
It was reported that an o-ring was on the pneumatic tap. Additionally, an o-ring was on the pneumatic tap. There was no adverse impact to the customer's blood glucose. A new cartridge was loaded to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.